Manufacturer narrative:
An event of a tip of the dilator was split was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025 a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure. The patient's landing zone was 22mm and left atrial appendage (laa) depth was 14mm. During the procedure it was noted that there was resistance while attempting to insert the delivery sheath into the patient anatomy. Upon insertion of the delivery sheath into the patient's groin, the tip of the dilator split. The delivery sheath was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. It was noted there was also resistance while attempting to insert the second delivery sheath into the patient anatomy. After insertion of the delivery sheath, resistance was observed while attempting to advance the delivery sheath through the patient anatomy. The tip of the dilator also split. The second delivery sheath was removed from the patient and replaced with a new third delivery sheath. The amulet was not implanted due to left atrial appendage (laa) being too large for closure. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.